Event description:
Patient had received therapy on six previous visits with no incident. The same electrode and settings were used; frequency-80-150 hz, mode-interferential, voltage-17-18 volts. Patient returned for therapy and felt that he had sustained burns on his lower back from the previous visit 5 days earlier. Area was inspected and two dime size blisters were noted. Patient states that he was not sore and he could not recall any burning or stinging (painful sensation) during his e-stim therapy. First aid was administered and no e-stim therapy was administered on this day. Unit was picked up by biomed and shipped to chattanooga group for testing.